Manufacturer narrative:
The last calibration was performed on (B)(6)-2020, calibration signal 1 is higher than expected and signal 2 was lower than expected. Qc recovery was not acceptable. The provided alarm trace did not include the date of the event. The field service engineer replaced various parts. Precision testing was performed and verified with calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 3.23 pg/ml. The sample was repeated, resulting with a value of 22.41 pg/ml accompanied by a data flag. The sample was repeated again, resulting with a value of < 3.00 pg/ml accompanied by a data flag. A value of 3.0 pg/ml was reported outside of the laboratory. The second sample initially resulted with a troponin t value of 8.13 pg/ml on (B)(6) 2020. The sample was repeated, resulting with a value of 30.35 pg/ml accompanied by a data flag on (B)(6) 2020. The sample was repeated again, resulting with a value of 6.79 pg/ml on 01-sep-2020. A value of 7 pg/ml was reported outside of the laboratory. The troponin t reagent lot number was 41679701, with an expiration date of 30-nov-2020.